Event description:
The customer reported a falsely elevated alinity I ca 19-9xr result on a female patient. It is unknown if the patient has pancreatic cancer. Results provided: initial = 683.14 u/ml, repeat = 6.00 u/ml; a different analyzer = 6.09 u/ml; previous value: 14 u/ml. No impact to patient management was reported.

Manufacturer narrative:
A review of complaints for alinity I ca 19-9xr assay determined that there are no trends for the product related to patient results. A lot search was not performed since the likely cause lot is unknown. Historical performance in the field of reagent lots using world-wide data was evaluated. The patient median result was analyzed and found to be within established baselines and confirms no systemic issues for this assay. Return testing was not completed as returns were not available. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the alinity I ca 19-9xr assay. Section g1 edited contact information.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p32-20 that has a similar product distributed in the us, list number 8p32-21.

Event description:
The customer reported a falsely elevated alinity I ca 19-9xr result on a female patient. It is unknown if the patient has pancreatic cancer. Results provided: initial = 683.14 u/ml, repeat = 6.00 u/ml; a different analyzer = 6.09 u/ml; previous value: 14 u/ml. No impact to patient management was reported.